Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of lead a found no physical anomalies, and the lead passed output resistance and inter-channel continuity testing. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: 8362806.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.